Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the insulin pump showed lost sensor signal sensor. The customer reconnected the sensor and insulin pump. After that, they experienced sensor reading discrepancies. It was stated that insulin delivery was stopped when sensor was reading 79 and blood glucose was 90 mg/dl. The customer was unable to calibrate at the time of the call. The reporting party called back: it was indicated that the patient's blood glucose was 128 mg/dl and sensor was reading 80 and the insulin pump suspended. It was advised to remove the sensor. The sensor will not be returned for analysis.